Manufacturer narrative:
Device was received with no vibration during self test due to moisture damage vibrator motor. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was no longer vibrating. Troubleshooting was done for vibrate anomaly. Customer did self test and insulin pump was not vibrated during vibrate test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.